Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump screen flashes. The patient's blood glucose at the time of incident was 6.2 mmol/l. The device had not been knocked or dropped. There were no signs of damage to the insulin pump was well. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No flashing screen or display, partial display, or missing segments noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no flashing display or display anomalies noted. The power connector is plugged in and locked into place on the printed circuit board properly. The insulin pump was received with scratched case and pillowing keypad overlay.